Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the insulin pump had received software error detected alarm. Customer also mentioned that the battery was not working and need to change it every few days. Customer did not received low battery alert priori replace battery alert for two times. No harm requiring medical intervention was reported. Device was returned for analysis.

Manufacturer narrative:
Customer returned device for alleged device error , device battery lasts less than expected, and device unexpected battery power loss found on november 13, 20222. The device passed the displacement test, sleep current test, active current test, and self-test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No alarms or alerts noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The device downloaded history confirmed the device alarmed failed battery alarm on november 12, 2022 between time 20:48:48.000 and 21:47:24.000, low battery alert on november 13, 2022 between time 15:46:00.000 and 16:04:30.000, and power loss alarm on november 15, 2022 between time 15:46:11.000 and 15:46:23.000. Verified the device alarmed device error in device downloaded history on november 11, 2022 at time 04:51:48.000 with line number = 5632 and file number = 2005 due to to software error. Device was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were noted during visual inspection: cracked case behind the device at the battery compartment, cracked battery tube threads, cracked case, scratched case, pillowing keypad overlay, and corroded battery tube. Device error alarm confirmed due to a software error. Device passed required tastings. Low battery alert and power loss alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.